Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a carbohydrates value of 45 grams; however, the pump delivered a bolus for a carbohydrates entry of 495 grams. Food was consumed and blood glucose (bg) was in the 70's (mg/dl). Review of the pump data logs by tandem technical support verified that the customer entered a bolus of 495 (grams) into the carbohydrates field. The pump declared a maximum bolus alert and due to the customer's pump settings, decreased the recommended bolus amount to 10 units. Pump data logs verified that the pump functioned as intended.